Manufacturer narrative:
Section b2: corrected. Section d6a: this field was inadvertently populated in the initial report; the device is not implanted. Section d3 and g1: corrected. Section g8: the initial report was incorrectly submitted with a fei-based manufacturer report (MFR) number: 3003306248-202x-xxxxx. The MFR number should have been cfn-based with the 7-digit fei being (B)(4). Section h6: health effect - clinical code corrected. Manufacturer¿s investigation conclusion: a specific cause for the reported infection and sepsis could not be conclusively determined. A direct correlation between the centrimag blood pump and the reported events could not be conclusively established through this evaluation. The centrimag blood pump, lot#: 10379489, will not be returned for evaluation. The relevant sections of the device history records for lot number: 10379489 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU), rev. C is currently available. The outside of the united states (ous) centrimag IFU (rev. A) is also available. The centrimag blood pump IFU lists potential adverse events, including infection and multiple types of organ failure and dysfunction, that may be associated with the use of the centrimag circulatory support system. This IFU also provides the following warnings and cautions: IFU warning #9: possible side effects include end organ dysfunction. This is a potential side effect with all mechanical circulatory support systems. IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #13: the pump must be handled in an aseptic manner until primed and connected to a closed tubing circuit. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multiorgan failure. The patient had difficulty recovering from carbapenem-resistant enterobacterales. Septicemia was reoccurring and then multiorgan failure led to the death. The outcome was not device or therapy related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.